Event description:
A customer contacted beckman coulter regarding an elevated troponin (accu tnl) result from a single patient that was generated by the access 2 instrument. The elevated accu tnl result was 0.60ng/ml. The result was not reported out of the lab. The pt original sample was repeated for accu tnl. No info was provided why the accu tnl test was repeated. The repeated accu tnl result was 0.04ng/ml. The result was reported out of the lab. No additional event info was provided. The customer indicated that there has been no change to pt treatment attributed to or connected with this event.